Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a burn. In addition to the light guide lens adhesive having foreign material due to insufficient cleaning, additional findings are as follows: electrical connector was corroded; objective lens was cracked; switch box had discoloration; due to wear of angle wire, the play of up/down knob was out of standard value; and the suction connector had a leak. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera ii small intestinal videoscope had a defect in the distal end cover. The event occurred during a diagnostic procedure. The procedure was completed with the same device. There was no patient harm associated with the event. The device was returned and evaluated, and it was found that there was light guide lens adhesive with foreign material. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The subject device was returned to olympus for device evaluation and the result of the event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation noted that it has been more than one year since the device was manufactured. The investigation did not establish a definitive root cause for the reported event. Investigation since the subject scope had no abnormality, investigators could not specify root cause of the event. However, the investigation presume that the event occurred for the user passed through the subject scope into the st-sb1 deeper than its limit. The subject model scope and st-sb1 are produced in the following measurement in order to avoid patient¿s mucosa being pinched by the scope and the st-sb1. Minimum inner diameter of the tip of st-sb1: f9.5mm±0.3mm (refer to dhf review) maximum outer diameter of a-rubber glue of sif-q180 model scope: f10.6mm (refer to dhf review) - IFU indicates the limit of inserting the device as follows: (refer to labeling) IFU of st-sb1 instructs to place bending section of the scope just comes out of the tip of st-sb1, which is the limit of insertion. If the scope is inserted within the limit, angle rubber of the scope would not contact with the tip of st-sb1. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, although foreign material (brownish stain) was observed on the light guide (lg) lens, the specific material could not be identified. It is likely that the foreign material was due to insufficient reprocessing of the device. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: operation manual - chapter 3: preparation and inspection reprocessing manual - chapter 5: reprocessing the endoscope/ preventative measures ¿operation manual:5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿.¿ olympus will continue to monitor field performance for this device.